Event description:
The physician was performing hemostasis. During the testing of the device in preparation there was no current passing through the device. The physician was uncertain if this was due to the pedal or the device so took a second device and it worked fine. There was no pt involved so no clinical consequence.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacturer and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.